Manufacturer narrative:
The event of "seroma-late, capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and crease/folding of implant.

Event description:
Patient reported right side capsular contracture (grade IV), folds, some seromas. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Clarification received from healthcare professional, that only "folds, some seromas" occurred with this device. This record pertains to the right side. Device remains implanted.